Event description:
It was reported that during an unknown procedure and after the ntlc completed firing (tissue was completely cut), the knob returned to its original position and did not move at the last point. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2024. D4: batch # 704c07. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing knob forward in the label side position, no apparent damage and with a reload present. The reload was received fully fired, with the swing tab in the locked position, the right gripping surface was broken off and the knife not completely within the doghouse. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The firing knob was fully functional. The condition of the reload damaged is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: with the instrument closed, the firing knob is rotated to either side of instrument. The cartridge/reload cannot be inserted unless the firing knob is in its original position. Separate the instrument halves by pulling open the alignment/locking lever. Pull upward on the gripping surface and unsnap the used cartridge/reload from the cartridge/reload fork. Discard the used cartridge/reload. The event described could not be confirmed as the firing knob performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 704c07, and no non-conformances were identified. The lot#720c51 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.